Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to an unspecified infection. It was noted that the right atrial (ra) lead had vegetation. The patient was given antibiotics and the system was left implanted. The patient is recovering.